Manufacturer narrative:
On 8/29/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: one forceps returned in used condition, showing minimal wear. The function of the instrument is as design. There are no signs of looseness. If the upper rail is not attached correctly it may be detached and come apart. This design is intended for cleaning purposes .the complaint is unconfirmed; testing within specification. Device history evaluation: DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the function of the instrument is as designed. The device meets the specification.

Event description:
Customer initially reports instrument broke while surgeon was positioning in nasal cavity. On 8/18/2016 customer reports that the surgeon was positioning the forceps in the nasal cavity, upon closing the forceps down the instrument broke. Closing mechanism broke, no retrieval necessary- instrument pieces intact. No harm done, no further information available.